Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 29 and 30 occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm (alarm 05) occurred during the load sequence with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 260 mg/dl.